Manufacturer narrative:
Analysis for mainframe- the device came in with scratched touchscreen which affected "touch" input and broken muting detector ja ck. The device failed to hold correct date and time, due cpu board battery failure. The cpu board, audio board and touchscreen were replaced. Upgraded software to current specification. Placed unit into burn-in for 24 hours. The device was tested and passed all manufacturing specifications. Analysis for interface- the device came in with 2 worn wave washers, 2 blown fuses, and a stim 2 failure due to a loose cable connector. The device was cleaned, replaced fuses, replaced washers, reconnected cable, and tested in accordance with manufacturing specifications. Analysis for muting probe- the device same in with unrepairable physical damage due to broken ferrite. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8220325. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned for repair with unknown malfunction. The devices were used during a procedure. There was no known patient impact.